Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst when attempted to be inflated to 19 mm at 4.5 atm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable and fine.

Manufacturer narrative:
Block h6: problem code 1074 captures the reportable issue of balloon burst. Block h10: investigation results a visual examination of the returned complaint device revealed the balloon was torn longitudinally. No damage found on the catheter of the device. Functional analysis could not be performed due to the returned condition of the device. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as lesion characteristics, handling of the device, the technique used by the physician, and/or normal procedure difficulties. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst when attempted to be inflated to 19 mm at 4.5 atm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable and fine.